Event description:
It was reported by service report that the height adjustment racks are bent and a bearing is missing from the locking mechanism. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock mechanism bearing and height adjustment racks.